Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign matter present within the auxiliary water channel. There were no reports of patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.